Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the in follow up with the funeral director indicated the patient died approximately one month post implant of the ipg system. A cause of death was requested and was reported as (B)(6) and heart block.

Manufacturer narrative:
Product event summary # product ID# 407658 analysis of the device memory was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device system was returned from a funeral home with no information. No further information has been obtained thus far that would/could disassociate the device system and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: sesr01, implanted: (B)(6) 2013. B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.